Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tri-fuse became dislodged for the second time at approximately 20:30 on (B)(6) 2019 from a (B)(6) year old child. Per rn, patient's dad called the staff and immediately clamped the tubing. It is unknown how long the line was dislodged. Per dad they were sitting in bed when the line malfunctioned. Patient developed clabsi.

Manufacturer narrative:
The customer¿s report that the tubing became dislodged was confirmed to be a separation. Visual inspection found a separation between the tubing and the maxzero. Closer inspection of the separation under a lab microscope observed solvent around the end of the tubing where the separation occurred. The separated tubing¿s outer diameter was measured to be within measurement specification(s). Functional testing could not be performed due to the separation. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that a tri-fuse became dislodged for the second time at approximately, 20:30 on (B)(6) 2019 from a two year old child. Per the nurse, patient's dad called the staff and immediately clamped the tubing. It is unknown how long the line was dislodged. Per the dad they were "sitting in bed" when the line malfunctioned. Patient developed clabsi; (central line associated blood stream infection).

Manufacturer narrative:
Supp aware date added to supp MDR (B)(4) was incorrect.- supplemental aware date -revised to 1/7/2020.

Event description:
It was reported that a tri-fuse became dislodged for the second time at approximately, 20:30 on (B)(6) 2019 from a two year old child. Per the nurse, patient's dad called the staff and immediately clamped the tubing. It is unknown how long the line was dislodged. Per the dad they were "sitting in bed" when the line malfunctioned. Patient developed clabsi; (central line associated blood stream infection).

Manufacturer narrative:
Created to capture: a2 - patient's date of birth, b2 - outcome attributed to adverse event.

Event description:
It was reported that a tri-fuse became dislodged for the second time at approximately, 20:30 on (B)(6) 2019 from a two year old child. Per the nurse, patient's dad called the staff and immediately clamped the tubing. It is unknown how long the line was dislodged. Per the dad they were "sitting in bed" when the line malfunctioned. Patient developed clabsi; (central line associated blood stream infection).